Event description:
Customer initially reports that burs keep breaking at head; no pt injury. On (B)(6) 2012, certified dental assistant reports via phone that burs break off and lodge in a tooth and/or break off and are suctioned out of mouth. Though it has not happened, they fear pt swallowing bur. This is a recent occurrence, doctor generally prefers integra burs.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for further evaluation. An investigation has been initiated based on the reported info.